Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed inoperable. The patient had the scs ipg explanted and replaced. Stimulation therapy was reportedly restored postoperatively.